Event description:
This incident was reported by a facility in (B)(6) on (B)(6) 2020. Reporter states that while in use, the collection bag 10l (mfg# (B)(4)) leaked all over the physician. This happened twice in one day. He states the design has been changed. Need to find out if the design has been changed and if so, can it be changed back to the way it was.